Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This rv lead was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This rv lead was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this rv lead did not exhibited any product malfunction and the procedure was performed due to a therapy upgrade procedure. No adverse patient effects were reported.